Manufacturer narrative:
Of the 112 allegations of a malfunction, 60 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a motor failure.

Event description:
This report summarizes <noe>112</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a call service 064 issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-82 years of age and between 18 and 230 pounds. Of the reported patients, 37 were male and 64 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 2 instances of cs 064 failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.